Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained at the left femoral artery. The 95% stenosed target lesion being treated was located in the moderately tortuous and calcified left internal carotid artery. A non-bsc guide wire was used to cross the lesion and a 8f mach1 guide catheter was introduced to the target lesion. Filterwire ez was put into place. After, a 3mm x 20mm x 144cm coyote balloon catheter was advanced to the vessel for predilation. Upon first inflation at 6 atmospheres, the balloon ruptured. The device was then replaced with a 3.0mm sterling balloon. A 10mm x 24mm cws stent was deployed and post-dilatation was done using a 5mm x 30mm sterling balloon. The procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis as it was disposed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical or procedural factor. (B)(4).